Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA pr # (B)(4).

Event description:
It was reported after use the bd vacutainer® cpt¿ cell preparation tube with sodium heparin had poor barrier separation of sample. The following information was provided by the initial reporter: the customer is experiencing poor barrier separation during centrifugation. The only centrifuge that is available is a fixed angle as they travel with it. The gel is breaking during centrifugation.